Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: inflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pump. Additional text: lvad. Specific component(s) involved: inflow graft malfunction/malposition. Additional text: papp muscle in inflow graft. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention : implant device type: both (in the same or visit). Malfunction device type: lvad.